Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not connect the luer lock connection properly and insulin dripped out of the luer lock during the fill tubing step. The customer's blood glucose level was 150 mg/dl. Reportedly, the customer connected the luer lock connection properly and resumed insulin delivery.